Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis without the strain relief or manifold. A visual and tactile examination found multiple kinks along the hypotube. A hypotube break was also identified and no strain relief or manifold was returned. The returned device was measured from the distal tip to the hypotube break, with a result of 121 cm. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found damage to the tip. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed a kink within the mid-shaft section, 95 mm proximal to the port weld. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11-jan-2017. It was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 38 synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.